Event description:
The colonic ftrd was used for an intervention in the appendix area. Thereby it was incorrectly assumed that the clip was applied to the target tissue and the resection was then performed without verifying clip application beforehand. The resulting perforation could be subsequently closed with an otsc clip. Three days later, the patient underwent laparoscopic cecal resection. The patient recovered well.

Manufacturer narrative:
The technical analysis of the affected cftrd led to the following results: all device components were in accordance with their specifications. The functional test carried out showed that the clip deployment without problems. The review of the lot based production quality recordst did not reveal any abnormalities, meaning that a manufacturing error can be ruled out. In summary, the cause of the error is not device related but can be attributed to a procedurale complication. Note: this report is part of the subsequent notification, as communicated by ovesco on 24.10.2024 and refers to: follow up questions ftrd system perforation-clip detached failure_10-03-2024 annex 1.